Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: a root cause could not be determined. CAPA #: (B)(4). Rationale: corrective and preventative action was implemented.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip leaked insulin during use. The following information was provided by the initial reporter: material no: 309657, batch no: 0044646. It was reported that when attempting to fill pump, the insulin "shot out everywhere". Event description per email states: caller reported she filled her insulin and when she went to put it in the pump insulin shot out everywhere. Customer couldn't identify where the insulin came out of, but it never went into the cartridge. Customer said she felt like something was wrong with the syringe when she was drawing her insulin, but she couldn't tell exactly what was wrong. Number of occurrences. 1 did the caller insert the needle into the cartridge and encounter fill resistance? No. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? No. Resolution: caller was able to successfully fill a cartridge. No further action required. Cts to replace needle/syringe per customer request. Created by at (B)(6) 2020 2:24:12 pm clarification on intake "is product manufactured by bd? No". Intake should read "is product manufactured by bd? Yes."